Event description:
Boston scientific received information that during a routine follow up, the right ventricular (rv) lead impedance was greater than 2000 ohms. Additional information was received stating the lead remains in service. The lead was removed from the set screw and reinserted which resolved the issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.